Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2015 on trial's patient behalf to claim no audio output on (B)(6) 2015. At the time of contact the clinic representative did not report any injury or medical intervention. No additional event or patient information is available.